Event description:
Leica biosystems received a tissue processing complaint. On (B)(6) 2019, leica biosystems received the following information: "supervisor also stated not all tissue has been able to be diagnosed as of 3:20pm (B)(6) 2019. One doctor is making the call if a rebiospsy may need to be done on a breast case." Additionally, on (B)(6) 2019, leica biosystems learned that "...one breast case will have to have a rebiopsy..."